Manufacturer narrative:
The field service representative (fsr) verified that the ccm would not complete boot up. He replaced the ccm and performed release testing. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a system error and did not boot. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the central control monitor (ccm) would not boot up due to a defective solid state drive. After installing a lab use only solid state drive the ccm booted up and functioned as intended. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Further information received from the product surveillance technician identified the root cause as the hard drive, not the solid state drive as previously reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.